Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update 11/20/2014 - pfs and medical records received. This complaint is now legal. Pfs alleges pain, swelling, and loss of ability to walk. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, pseudotumor, and corrosion between the cup and liner. The lot number for the cup is showing up invalid. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/9/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.